Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine was displaying a ¿low flow error¿ during dialysis mode and a "flow recirculation error" during heat disinfection. There were no issues during rinse mode. The biomed had already swapped the power supply, hydrochamber, deaeration motor, flow motor, deaeration pump, flow pump, valve 29, valve 27, sensor board, user interface/mics board, function board, actuator-test board, and power logic board. The ts specialist advised the biomed to replace the chamber full switch (cfs) and attempt to isolate the problem by determining if the issue was hydraulic or electronic. Upon follow-up with the biomed, they reported that ¿bibag valve 103 was cracked and burnt up¿. They stated the machine had been repaired and put back in service. There was no patient involvement associated with the reported event. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine was displaying a ¿low flow error¿ during dialysis mode and a "flow recirculation error" during heat disinfection. There were no issues during rinse mode. The biomed had already swapped the power supply, hydrochamber, deaeration motor, flow motor, deaeration pump, flow pump, valve 29, valve 27, sensor board, user interface/mics board, function board, actuator-test board, and power logic board. The ts specialist advised the biomed to replace the chamber full switch (cfs) and attempt to isolate the problem by determining if the issue was hydraulic or electronic. Upon follow-up with the biomed, they reported that ¿bibag valve 103 was cracked and burnt up¿. They stated the machine had been repaired and put back in service. There was no patient involvement associated with the reported event. Multiple attempts to obtain additional information were made, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem, and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.